Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they are in extreme pain and that the stimulator is not even in their back. Patient stated that they feel the same exact pain as before the implant was installed. Patient said that they have tried increasing/decreasing the stimulation and changing the groups, but the stimulation is only on the left side of their leg but her pain was on the right side. Agent asked the patient if they have had a fall or trauma and the patient said no. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.